Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump was received with cracked display window corner and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 573 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with bolus delivery. Customer advised there were small air bubbles found inside the tubing and the patient had ketones. Customer was advised to change out their infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.